Event description:
It was originally reported that the pt was unable to adjust their stimulation and experienced a loss of therapeutic effect. An end-of-life (eol)/end-of-service (eos) message was also seen "the pt programmer." She had the neurostimulator checked and was told that it was depleted. It was subsequently reported that the pt had a fall down some steps (fell on to her knees) at which time her stimulation stopped shortly after. It was noted that she did tell her physician about this fall. Additional information was requested.

Manufacturer narrative:
(B)(4).